Event description:
The patient was injected into the facial lines and furrows. The patient allegedly developed nodules about three weeks later at the injection site. The patient was treated with amphadase at each nodule.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.